Manufacturer narrative:
(B)(4). Batch # r94619. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one partially formed clip was fed due to the anti-backup feature was non-functional and then 3 clips were ejected; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl spring was found out of position causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy, the jaws did not close after the clip was fed into the jaws, and the posterior clip started to be fed into the jaws. The prior clip was pushed by the posterior clip, and it came off from the jaws with unformed. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.